Manufacturer narrative:
This device involved in this event has not yet been returned for evaluation. Upon examination of the sample/completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Manufacturer narrative:
The device was returned for analysis with the implant coil attached. However, the delivery pusher was broken engaged within the microcatheter. A segment of the delivery pusher was not returned for evaluation. The root cause of this complaint cannot be confirmed as the coil was attached. (B)(4).

Event description:
Coiling treatment of an aneurysm. It was reported during coil delivery, resistance was encountered. Upon removal, the coil detached. The microcatheter with coil were removed successfully together. No patient injury reported.